Event description:
Information was received from the consumer and health care provider (hcp) regarding a patient receiving intrathecal baclofen. The in dications for use were intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the pump kept "zapping" the patient when she moved. She did not recall any type of trauma around the pump but said she may have possibly hit it with her oxygen tank. The sensation was only at pump site. The patient was not currently experiencing the sensation. The patient felt it if she touched the pump or bumped against it, or when she moved in certain ways. The sensation was brief and happened if she touched the pump (or sometimes when she was walking). The patient was going to follow up with her hcp. The patient talked to her hcp, and they directed her to go to the emergency room. It was noted that patient just had her thyroid medicine bumped up, and she had a blood clot in her right lung so they put her on blood thinners. There were no (additional) reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's pump was implanted in her left buttock and she had lost a lot of weight and the pump was very uncomfortable. When she is sitting or bumps the pump area it would hurt and she will get a sensation like it was hitting a nerve. The patient also mentioned that if she sleeps on her left side on her memory foam bed it hurts her butt cheek and is very uncomfortable, like sleeping on a tuna can. The situation was being addressed by the hcp. The patient reported these symptoms started "maybe 6 months" ago. There were no further complications reported at this time.